Event description:
During a laparoscopic cholecystectomy procedure, the clips were scissoring. The case was completed with another like device. There was no pt consequence. 1 device returning, 1 replacing.